Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Balloon driver was bent presumably from wear and tear, fell apart when rep looked at it prior to case. Forceps broke during case.

Event description:
Balloon driver was bent presumeably from wear and tear, fell apart when rep looked at it prior to case. Forceps broke during case.